Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical sigmoidectomy, upon detaching sigmoid colon, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. The reload was replaced with a new one to complete the case. There was no patient injury.